Event description:
It was reported that the right ventricular lead exhibited a capture anomaly, unacceptable thresholds and impedance less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 41.5 cm to 42.1 cm from the connector pin which exposed the proximal coil and resulted in a capture anomaly. Abrasions are indicative of exposure to constant friction with another implantable device. The insulation was crushed/damaged at 22.5 cm to 23 cm as a result of physiological factors (i.e.: rib-claviccle crush).